Manufacturer narrative:
The device has been returned for evaluation. We have not yet completed the investigation.

Event description:
The customer reported that their display on acuity central station system monitor went black. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events.